Manufacturer narrative:
Sections with additional information as of 20-sep-2024: d9: device available for evaluation. G1: reporting contact first and last name updated from ¿(B)(6)¿ to ¿(B)(6)¿; reporting contact email updated from (B)(6)¿ to ¿(B)(6).¿. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips are expired - unable to test. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Product strip lot number provided in the complaint expired. Unable to perform retention testing. Most likely underlying root cause: (B)(6) : user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 79 and 252 mg/dl and 280 and 72mg/dl. The customer¿s expected blood glucose test result range is 80-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the nurse's office at the school. The test strip lot manufacturer¿s expiration date is 11/23/2023 and open vial date is 3 months ago. The meter memory was reviewed for previous test result history: result 1: 82 mg/dl, date: (B)(6) 2023, time: 1:22pm non-fasting. Result 2: 79 mg/dl, date: (B)(6) 2023, time: 2:47pm non-fasting . Result 3: 252 mg/dl, date: (B)(6) 2023, time: 2:46pm non-fasting. Result 4: 64 mg/dl, date: (B)(6) 2023, time: 2:19pm non-fasting . Result 5: 70 mg/dl, date: (B)(6) 2023, time: 2:08pm non-fasting.